Event description:
It was reported that the pulse generator could not be interrogated. The magnet rate was 95 pulses per minute. Previous measured data from (B) (6) 2009 was 2.76 v, 15 ua and 2 kohms, indicating an estimated remaining logevity of 1.9-2.9 years to elective replacement indicator.

Event description:
The patient underwent the successful coil embolization of the right anterior cerebral artery (aca) aneurysm. Approximately seven months post procedure, another successful re-intervention was performed to treat the reoccurrence of the aneurysm. No other information was provided.

Manufacturer narrative:
Final analysis found the pulse generator to exhibit a telemetry anomaly due to multiple flipped bits. After downloading the product code, normal function ensued.